Manufacturer narrative:
During the process of this complaint attempts were made to obtain complete patient and event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 ipgs; however, it is unknown which ipg therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: proclaim, model: 3660, UDI: (B)(4), serial: (B)(6).1, batch: t00006201.

Event description:
It was reported that following an unrelated surgical procedure wherein the device was placed into surgery mode, the ipg became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue. The investigation was unable to determine the ipg that is associated with the issue.